Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Angled saw blade attachment. Was not able to fully tighten saw blade onto angled blade attachment. After assembling correctly and finishing posterior chamfer cut, blade came loose and fell off. Tka procedure delayed 1 minute.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the saw attachment could not assemble properly and became loose during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 35041017 and accepted into final stock on 11/27/ 2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n212480 , lot number 35041017 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Angled saw blade attachment. Was not able to fully tighten saw blade onto angled blade attachment. After assembling correctly and finishing posterior chamfer cut, blade came loose and fell off. Tka procedure delayed 1 minute.

Manufacturer narrative:
Follow-up #2 and final report submitted to update.

Event description:
Angled saw blade attachment. Was not able to fully tighten saw blade onto angled blade attachment. After assembling correctly and finishing posterior chamfer cut, blade came loose and fell off. Tka procedure delayed 1 minute.